Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 3387-40, lot# 0209287617, implanted: (B)(6) 2015, product type: lead. Product ID: 3387-40, lot# 0209270377, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient developed epilepsy post deep brain stimulation (dbs), possibly due to two small bleeds around the leads post-implant. The post-op CT identified a bleed around each lead post-implant. The action taken to resolve the issue was the patient was put on anti-epileptic medication to manage his epilepsy. The issue was not resolved at the time of this report. Recently the patient missed one of his anti-epileptic medication doses and had a seizure while fishing. The patient was with a friend who was able to make sure he was safe. No surgical intervention occurred, nor was planned. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.